Manufacturer narrative:
Date of event - exact date not provided, best estimate is between 12/11/2018 - 1/8/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing residual myopia (-1.25), headache and blurred vision after the implantation of +30.0 diopter lens model, zlb00 multifocal iol (intraocular lens) in her right eye (od). As a result, lens was explanted and replaced with same model lens lower diopter (+29.0). It was also noted that there were no patient injury, no incision enlargement and no vitrectomy performed. Patient was still myopic, but reportedly had better vision and no headaches anymore. No additional information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 3/20/2019 . Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no similar complaint have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.